Event description:
Baxter argentina reports one incident of a patient reaction with the psn 210 dialyzer. Customer reuses the dialyzer and uses peracetic acid as a sterilant. It was reported that the unit was used five times. Patient developed intense itching during and after each treatment. Patient was administered dyphenhydramine during treatment (unknown route and dosage) and loratadine at home (unknown route and dosage) without relief. Benadryl (unknown route and dosage) was administered after reuse number five with relief. Patient has severe lupus and is reported to have reactions to multiple substances. Use of the psn dialyzer was discontinued for this patient and the patient is currently using a ca membrane without incident.